Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on this right atrial (ra) lead. The patient reported beeping tones. Additionally, atrial tachy response (atr) episodes were noted no have noise since the out of range measurements were recorded. The presenting electrogram (egm) also showed loss of capture (loc). The ICD recorded two signal artifact monitor (sam) episodes. No adverse patient effects were reported. This device system remains in service.